Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing pain at the implant site and it was burning up against the rib cage. It was also reported that the patient had inadequate stimulation. The patient underwent an explant procedure.